Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, labeling, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached luer adaptor is confirmed but the cause is unknown. One photo of a proximal section of the powerloc safety infusion set was returned for evaluation of this complaint. A section of the tubing and the luer adaptor were visible in the photo. The luer adaptor was completely detached from the powerloc tubing. It cannot be determined from the photo if the tubing broke at the base of the luer adaptor or if the tubing dislodged from the luer adaptor at the joint. The cause of the damage could not be determined from the returned photo. Possible contributing factors for this type of failure can include material fatigue or tensile (pulling) forces. A lot history review (lhr) of asdvs0110 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdvs0110) have been reported from the same facility in (B)(6).

Event description:
It was reported that disconnection occurred with the extension tube connection. It was stated this occurred with two devices. This report addresses the first device. (B)(6) 2021- the device was disconnected between the luer adaptor and the tubing.